Event description:
The pump was received in the biomedical engineering dept. With a note stating: "not delivering at correct dosage." The note was not signed. The nurse manager of the unit where the pump was issued did not have any further info, and no incident report was written. No reports of any adverse events were initiated from that unit during this time period. None of nurses on the unit recall any problems. When the pump was tested by biomedical engineering, it was noted to overdelivery by approx. 50%.

Manufacturer narrative:
The device is presently being retained by the customer pending extension of the warranty. It is not known when, or if, the pump will be returned for manufacturer testing and investigation.